Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large suture cut needle driver had wires sticking out. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage. The instrument did not collide with any other instrument or tool during the procedure. There weren't any issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The large suture cut needle driver has been returned and evaluated by the failure analysis team. The instrument was found to have frayed pitch cables at the clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying

Event description:
Refer to h10/h11 for follow-up information.